Event description:
It was reported to philips that the system was stuck at start up, preventing system from booting up. The user powered the system back on, but it did not improve the situation. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the suite pc software crashed. To resolve the issue, the fse reinstalled the software and restored the backup data. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.